Manufacturer narrative:
Continued from section d11: cook quantum inflation device, qid-1, cook tracer metro direct wire guide, metii-35-480. Continued from section e3: non-healthcare professional. Investigation evaluation: an evaluation of the photos provided confirmed the device to be returned. The first photo could only confirm the lot number on the pouch and the second photo showed the device. Our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a cook quantum inflation device (qid-1) was filled with water and attached to the balloon inflation port. After applying negative pressure, inflation of the balloon was attempted. The balloon would not hold pressure and a leakage was observed from a pinhole on the proximal side of the balloon material. A visual examination of the catheter showed no kinks/bends. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to a pinhole/hole in the balloon material is if the balloon material comes into contact with a sharp object or a burr in the endoscope accessory channel. Prior to distribution, all eclipse ttc wire guided balloon dilator are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook eclipse ttc wire guided balloon dilator. The balloon had a leakage issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Concomitant medical products:cook quantum inflation device, qid-1 cook tracer metro direct wire guide,metii-35-480. Non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. Photos were provided and reviewed. An evaluation of the photos provided by the user could not confirm the report. The first photo could only confirm the lot number on the pouch and the second photo showed the device. The area of the leak is unknown. Without return of the complaint device a complete evaluation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all eclipse ttc wire guided balloon dilator are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action; a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook eclipse ttc wire guided balloon dilator. The balloon had a leakage issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.